Event description:
A customer reported that there were multiple grey horizontal bars across the screen of their pump, affecting their ability to interact with and read from it. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the current pump.